Manufacturer narrative:
Intermittent button response due to flattened down keypad dome. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up and down arrow buttons were not responding. Customer's blood glucose was 176 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.